Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in austria. Through follow-up with the customer, livanova learnt that the following error message was displayed on the cp5 system panel: ¿arterial clamp is closed due to cp5 timeout¿. The livanova technician replaced the ep pack, clamp, pump, control module but the error still occurred. This error was not systematic but occasional. The same behavior was also observed with the erc tubing clamp sn: (B)(6). Furthermore, it was confirmed that the issue was not fuse related. The fuse did not blow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Model, sn, and UDI are unknown. H.4. Mfg date is unknown. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that erc clamp does not respond anymore during priming. There was no patient involvement.

Manufacturer narrative:
H11: as staetd by the customer, the arterial clamp gave the error message ¿arterial clamp is closed due to cp5 timeout¿. According to the cp5 instructions for use, the reported error message indicates a data transmission error or an internal malfunction of the cp5 due to the fuse for the cp5 (on the system slot of the heart-lung machine) tripping. As a first troubleshooting the livanova field service engineer checked the fuse but it was not tripped. During further troubleshooting, the electronic power (e/p) pack was replaced and no further occurrences of the issue was reported. According to the complaints database review no further similar issue has been reported for this unit since its installation in 2015. Based on all the collected information, the root cause of the reported event has been traced back to an electronic problem in the electronic power (e/p) pack but cannot be narrow down deeply. Failure of electronic components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.